Event description:
It was reported that: during a pre-use checkout of the device, the user was performing the startup procedure, which includes a flow sensor calibration. The user turned away, then noted a burning smell, turned to the device and noted a visible flame at the flow sensor housing. The user extinguished the flame and removed power from the device. No pt involvement.